Event description:
It was reported that the device was at eri (elective replacement indicators), and it had depleted to rapidly. The device is to be replaced. No patient complications have been reported as a result of this event. Additional information received that the device has been explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device was at eri (elective replacement indicators), and it had depleted to rapidly. The device is to be replaced. No patient complications have been reported as a result of this event. Additional information received that the device has been explanted and replaced.

Manufacturer narrative:
Analysis of the device is in process; results will be forwarded when available. Other: it was reported that the device was at eri (elective replacement indicators), and it had depleted to rapidly. The device is to be replaced. No patient complications have been reported as a result of this event. Additional information received that the device has been explanted and replaced. Premature eri (elective replacement indicator).